Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured a backup battery fault alarm on (B)(6) 2025 from 20:16:40 to 20:23:47 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that exchanging the system controller resolved the reported issue. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. Battery inspection data was reviewed for the 11v backup battery, serial number gy039071, revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files for the current primary and backup system controllers were submitted for evaluation due to an emergency backup battery (ebb) fault event that was recorded in (B)(6) 2025. The patient had stated that they had done a system controller exchange due to an unspecified alarm and had not notified anyone about the exchange until being in the clinic on (B)(6) 2025. A review of the log files revealed that the current backup system controller (serial number (B)(6)) had recorded an ebb fault event on (B)(6) 2025 at 20:16:40. This event appeared to have occurred after the system controller attempted a load test. Whether the patient had experienced any symptoms was unknown. The cause of the ebb faults had not been identified. The site had reseated the ebb on the patient's current backup system controller. No products would be returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.